Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 20 mg/dl and was unconscious associated with an inaccurate delivery issue. Reportedly, emergency services were initiated and the patient was taken to the hospital. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.